Event description:
It was reported that the pump and catheter were removed due to infection. The patient was re-implanted on (B) (6) 2010. The patient was receiving 15 mcg of lioresal and was doing very well.

Manufacturer narrative:
(B) (4).